Event description:
It was reported that the patient was told to report to the emergency department due to a lead recall issue. A patient alert was also noted. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.